Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic for a follow-up when post-paced t-wave oversensing was noted on the ventricular channel via review of stored egm. Patient did not receive any inappropriate therapy during the oversensing. Programming changes were made.